Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having eye irritation to both eyes. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black contamination (dust-like) at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal, black contamination which is consistent with keratin is present at the air outlet of the blower box, tiny unknown black, brown and white specs of contamination on the bottom the blower box, a few tiny pieces of potential hair or fiber in the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of contamination from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.